Manufacturer narrative:
The hill-rom tech found the scale pod membrane to be shorting. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. The hill-rom tech replaced the scale membrane to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating that the right side bed alarm not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).